Event description:
Customer reported an off no power alarm on the insulin pump. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer's current blood glucose reading is 254 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.